Event description:
Discordant, falsely low sodium results were obtained on one patient sample on dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was run a third time on the same instrument and resulted higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, the ccc specialist instructed the customer to replace the integrated multisensor technology (imt) probe and sensor. The cause of the discordant sodium results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.